Manufacturer narrative:
MDR #9611594-2016-00154 is a duplicate of MDR # 9611594-2016-00136. Out of an abundance of caution, we are submitting a follow-up for MDR #9611594-2016-00154 to ensure on-time submission. The device history record for the reported lot number, um5188xxx, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Actual device not returned.

Manufacturer narrative:
MDR #9611594-2016-00154 is a duplicate of MDR # 9611594-2016-00136. (B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2016-00137 for the second patient. It was reported that during an intubation attempt, the cuff went flat and had to be replaced. The patient was eventually intubated successfully with a different device. No additional information provided.